Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to perform specific actions to address the occlusion, but the alarms recurred. The issue was determined to be caused by a blockage in the cartridge. The customer changed supplies as necessary and resumed insulin therapy without further problems.